Manufacturer narrative:
Product analysis: the product specimen has not been returned for device analysis. Conclusion: multiple attempts to gather additional information and request product return have been made; however, these attempts have been unsuccessful. Without return of the product, no definitive conclusions could be drawn regarding the clinical observation. Should additional information become available, a supplemental report will be submitted. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that four years, five months post implant of this annuloplasty band in the mitral position, this device was explanted and replaced with a bioprosthetic valve. No failure mechanism and no other adverse patient effects were reported.

Manufacturer narrative:
Additional information was received that the patient presented with chest pain, pulmonary edema and mitral valve insufficiency. Five days later, the band was explanted and replaced with a 29 mm bioprosthetic valve. No other adverse patient effects were reported. Implant/explant dates,

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.